Manufacturer narrative:
The initial MDR 2432235-2014-00292 was filed on april 18, 2014. Additional information (04/21/2014): the siemens customer service engineer (cse) discovered bleach contamination in the deionized (di) water bottle. The cse primed the system to flush the bleach from it. The cse then learned that the customer was not performing weekly maintenance according to the manufacturer specifications. The water bottle was not being removed from the system for regular decontamination and the operators would just replenish the water as needed. The laboratory staff would also make a large bottle of diluted cleaning solution and allow it to sit for days prior to cleaning the system. The cse performed a full system decontamination followed by a precision study, which resulted within acceptable limits. Quality controls were run and were within range. The cause of the discordant results was a failure of the customer to maintain the instrument according to the manufacturer specifications. The instrument performed according to specifications after service was performed. The advia centaur cp instrument has been removed from service for reasons unrelated to its performance. It was replaced with an advia centaur xp instrument.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument and resulted lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Siemens is investigating this issue.